Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. The customer ultimately filled and loaded the cartridge successfully. Customer's blood glucose level was within range (value not provided).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.